Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09279. It was reported that the rotawire fractured and became stuck in the burr catheter. The target lesion was located in the right leg. A 2.50mm peripheral rotalink® plus and a peripheral rotawire¿ were selected for use. During procedure, it was noted that the rotawire broke off and became stuck in the burr catheter. Snaring was done to successfully remove the rotawire and everything was pulled out from the patient's body and the procedure was completed. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with the rotawire. The rotawire was received in three pieces. Two pieces were inside the clear plastic bag and the third piece was inside the rotablator rotalink plus device. The rotawire was able to be removed from the burr with no issues or resistance. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually examined. The burr had excessive wear marks on the outside in the middle of the burr. The annulus was damaged and flared. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises, leaks, and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the turbine was found to be corroded and the ultem was melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09279. It was reported that the rotawire fractured and became stuck in the burr catheter. The target lesion was located in the right leg. A 2.50mm peripheral rotalink® plus and a peripheral rotawire¿ were selected for use. During procedure, it was noted that the rotawire broke off and became stuck in the burr catheter. Snaring was done to successfully remove the rotawire and everything was pulled out from the patient's body and the procedure was completed. There were no patient complications reported and the patient's condition was fine.